Event description:
Same case as 6000093-2005-01060. It was further reported that the critical, 2 cm long lesion being treated was located in the mid right coronary artery. The physician implanted a 2.5x20 mm and 2.50x12 mm taxus express2 drug eluting stent. At an unknown time after the implantation, the pt experienced migratory arthritis, swollen joints and synovitis. The treatment was a steroidal regimen by an allergist. The pt was also taken off plavix and this helped some. The pt's symptoms were improved the last time they saw the physician. In the opinion of the physician she is unsure of the cause of the reaction.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure an allergic reaction occurred. The symptoms along with the timeframe from implant are yet unknown. The physician involved was trying to rule out plavix as the source of the reaction. It is unknown what those results were. The patient has since been alleviated of their symptoms.